Event description:
During ortho clinical diagnostics (ocd) internal testing, a non-reproducible, discordant antibody (B)(6) vitros anti-hbs quality control result (B)(6) was obtained for a single in-house control fluid for a known (B)(6) control fluid (B)(6) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No patient samples were affected because this testing was being performed at an internal ocd facility. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, discordant "antibody (B)(6)" vitros anti-hbs quality control result was obtained for a single "antibody (B)(6)" control fluid during routine product stability testing. A definitive root cause for the event could not be determined. There was no evidence to suggest that the vitros eci system or the vitros anti-hbs reagent had malfunctioned. The vitros anti-hbs reagent tested was beyond the product expiration date, however, the shelf life expiry dating most likely did not contribute to the single, high outlier result observed. Repeat testing performed on an alternate vitros eci analyzer recovered acceptable vitros anti-hbs qc results for all of the in-house quality control fluids.